Event description:
It was reported that the pump was warm to the touch when charging. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and therefore, no additional actions were taken by technical support.